Event description:
My problems began soon after implantation with abdominal pain. I had paid for the device myself and did not think there was a way to remove them, so I learned to deal with the pain. The severity of my abdominal pain has fluctuated over the years with the last six months becoming quite severe. Along the way, I had bouts of extreme fatigue which my doctor could find no cause. The last two years my symptoms have become worse. As I stated before, my abdominal pain has gotten worse. I have also experienced signs of peri-menopause even though my doctors tell me I am too young for that. I break out in hives from time to time, seemingly for no reason. I also have bowel issues and severe abdominal bloating. I think my most devastating symptom has been chronic joint pain which has kept me from doing things I love, like knitting. As with many of the victims of this device, it didn't occur to me that my problems could be caused by essure. When my abdominal pain became worse, I did some research to see if it could be essure. I was amazed (and relieved) to finally have answers. Not only could my abdominal pain be caused by this device, but all my symptoms.